Event description:
It was reported that a patient experienced ams episodes triggered by atrial noise. The doctor reprogrammed the sensitivity and will keep monitoring the patient remotely. The patient was reported as stable.